Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - biomaterial - cement: vertecem /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will   be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: spiegl, u. Et al (2020), which anatomic structures are responsible for the reduction loss after hybrid stabilization of osteoporotic fractures of the thoracolumbar spine?, bmc musculoskeletal disorders, vol. 21 (54), pages 1-8 (germany). The aim of this retrospective cohort study is to analyze the location of the reduction loss after hybrid stabilization of unstable burst fractures of the thoracolumbar spine in patients aged 60 years or higher. Between december 2009 to may 2014, a total of 29 patients (72% were females) with an average age of 73.3 years (range 61 to 98 years) were included in the study. Surgery was performed using minimally invasive hybrid stabilization by posterior cement-augmented bi-segmental instrumentation (matrix, fa. Depuy synthes; viper, fa. Depuy synthes or a competitor device) using polyaxial screws and without posterior fusion and bilateral transpedicular kyphoplasty (vertecem, fa. Depuy synthes) of the fractured vertebral body. The average follow-up was 36 months (range: 24¿58 months). The following complications were reported as follows: 3 patients suffered from adjacent fractures during the follow-up period. The average loss of reduction was 7.7° (range: 1° ¿ 25°). A (B)(6) year old female patient suffered from mild pain (vas: 2) and no limitations (odi: 0%). She had a reduction loss of 6°, with a relative loss of superior disc height of 14% and a compensated sagittal balance. These impacted products capture the following adverse events: adjacent fractures. Loss of reduction. This report is for an unknown synthes matrix and unknown synthes vertecem. This report is for one (1) unk - biomaterial - cement: vertecem. This report is 2 of 4 for (B)(4).